Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a fusiform 5.1 cm in diameter abdominal aortic aneurysm approximately one year ago. The infrarenal angle was 35 degrees. Aortic neck was 26-30 mm in diameter and 35 mm long. There was also a 7 cm diameter x 9 cm long left iliac aneurysm. Iliacs were moderately tortuous and non-stenosed. An endurant bifurcated stent graft and 2 ipsilateral extension limbs were placed via the left side and the contralateral limb and an contralateral extension limb were placed via the right side without issues. There was a type ii endoleak from a lumbar vessel that was left uncorrected. At an ultrasound eight months post index procedure, the aaa was 4.3 cm in diameter. At the 1 year follow-up CT, the aaa was 6 cm in diameter, and the type ii endoleak was seen. Due to the rapid aaa growth to 6 cm in diameter, the type ii endoleak, and the presence of the iliac aneurysm, a partial explantation and open repair was performed. The proximal sealing stent and suprarenal hooks were left in situ and used in the proximal anastomosis. The left side extensions were also left in situ and were anastomosed to dacron bifurcation prosthesis. The right side was completely removed. The aaa growth was assessed to be unrelated to the device or the procedure. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received as follows: the investigator's assessment has changed to device related for the event of abdominal aortic aneurysm size increase and type ii endoleak.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (endoleak, aneurysm expansion, conversion to surgical repair); patient's condition affected effectiveness of device (anatomy related; type 2 endoleak). Evaluation, conclusions: device failure lack of effectiveness related to patient condition (anatomy related; type 2 endoleak).